Event description:
It was reported that a burn mark was found on top of the battery in spd. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The battery was received at the MFR for evaluation, and the reported condition was duplicated. Based on the investigation details, the likely cause was that the battery had dried fluid and corrosion present around the external communication contact, which is likely due to the battery not being properly wiped down after sterilization. The product was scrapped.